Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that "the very low power". The event occurred during surgery. The patient has to come back for an additional surgery indicative of an anesthesia for a second time. There was a small laceration/surface scratch on the patient from the initial attempt of using this dermatome. There was a delay of 20 minutes. The surgical technique continued with an integra device and it was decided that the graft will be done at a later point. No additional patient consequences have been reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 14, 2018, it was reported that the device had very low power. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on november 15, 2018 revealed that the motor was running slow and erratically. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on november 15, 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor was running slow and erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was running slow and erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.